Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure, timi flow degradation occurred post stent deployment. In (B)(6) 2011, the patient was diagnosed with stable angina (ccs class 3) and cardiac catheterization was recommended. The de novo target lesion was located in the 1st diagonal branch (dx1) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x16mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. During the index procedure, degradation of timi flow from timi 3 to timi 2 was noted post stent deployment. No additional information is available at this time.